Event description:
Customers reported via phone call indicating that their insulin pump went into a threshold suspend. The patient's blood glucose level was unknown at the time of the call. The customer declined troubleshooting the issue. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.